Event description:
Spontaneous inbound call from patient stating that pump malfunctioned and was not able to load syringe in pump, spring would not lock in place. Pharmacist advised will need replacing. Patient also needed makeup dose, already drew up hizentra into syringe but did not infuse. No adverse events reported from this malfunction. Drug and pump replaced. No other information obtained. Indication - nonfamilial hypogammaglobulinemia and immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.